Event description:
The customer reported a battery out limit alarm as well as other alarms. Troubleshooting was performed, but the alarms continued. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Moisture damage was also found on the motor. Unable to verify any alarms due to the blank display.